Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the atrial lead exhibited noise and a noise reversion alert was seen on (B)(6) 2017 and (B)(6) 2017. Patient presented for an in clinic check on (B)(6) 2017. Patient experienced brief atrial arrhythmias lasting less than 30 seconds. Ventricular arrhythmia was also suspected. Noise reversion alert was seen again. No further information was reported.